Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Customer will continue to use the current pump for insulin therapy.